Event description:
It was reported that vfs were detected due to t-wave oversensing. Review of the egms revealed noise. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).